Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and was hospitalized until (B)(6) 2018. Additionally, it was reported that the pump was not working. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
A follow up call on 03/09/2018 indicated that the reason for the hospitalization was due to the pump unexpectedly shutting down intermittently. In addition to the initial information provided regarding the customer's blood glucose (bg) levels, the customer reported experiencing bg levels from 367-400 mg/dl. Customer confirmed that an alternate method of insulin delivery was available and declined to provide further information regarding the reported issue.